Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v535687, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having trouble getting her implantable neurostimulator (ins) to stimulate. The patient had a loss of therapeutic effect and was ¿up six to seven times last to go to the bathroom.¿ the patient mentioned that she had a urinary tract infection (uti) and was taking antibiotics. The patient stated that since taking antibiotics, the uti should not be causing her to go to the bathroom six to seven times at night. The patient also mentioned she recently threw her back, so she could be having spasms from that. The patient had also lost (B)(6) since implant. The patient was assisted with the programmer and saw the stimulation on icon. The patient was on program 1 at 3.8 volts and increased to 4.0 volts where she felt stimulation comfortably. The patient felt the tingling, and then it went away. Additional information was requested, but was not available as of the date of this report.